Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer ordered the exch fiber optic assembly and will do their own repair to the iabp. A supplemental report will be provided if additional information is provided.

Event description:
It was reported that prior to use on a patient the cs300 intra-aortic balloon pump (iabp) malfunctioned, it would not pick up pressure signal. There was no adverse event or injury reported.

Manufacturer narrative:
The customer reported that the "exch fiber optic assembly" was repaired on the intra-aortic balloon pump (iabp). They then performed functional and safety checks to meet factory specifications. The iabp was then released back to the customer and cleared for clinical use.

Event description:
It was reported that prior to use on a patient the cs300 intra-aortic balloon pump (iabp) malfunctioned, it would not pick up pressure signal. There was no adverse event or injury reported.

Event description:
It was reported that prior to use on a patient the cs300 intra-aortic balloon pump (iabp) malfunctioned, it would not pick up pressure signal. There was no adverse event or injury reported.